Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 41 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse, who assisted with the glucagon injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.